Event description:
Olympus was informed that the biopsy channels of two devices kinked and leaked, a patient might have been exposed to contaminated fluid from the biopsy channel. The user has been performing some blood works on the patient to test for infection, and reported the contamination risk was low.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. At the present time, the exact cause of the reported phenomenon cannot be determined, however insufficient maintenance and user handling cannot be ruled out as contributory factors. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR. Report# 8010047-2012-00450 for other related reports.